Event description:
Found a few pieces of tampon inside - vagina [foreign body in reproductive tract] tampon starting to shed into pieces [device breakage]. Case narrative: consumer reported via email that the tampon started to shed into pieces. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Found a few pieces of tampon inside - vagina [foreign body in reproductive tract] tampon starting to shed into pieces [device breakage]. Case narrative: consumer reported via email that the tampon started to shed into pieces. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found a few pieces of tampon inside - vagina [foreign body in reproductive tract] tampon starting to shed into pieces [device breakage]. Case narrative: consumer reported via email that the tampon started to shed into pieces. No serious injury was reported.

Event description:
Found a few pieces of tampon inside - vagina [foreign body in reproductive tract] tampon starting to shed into pieces [device breakage] case narrative: consumer reported via email that the tampon started to shed into pieces. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.